Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that in (B)(6) 2015 this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead had a decrease in impedance measurements. Thresholds were stable. The right atrial (ra) lead was picking up some of the rv signals, therefore the atrial blanking was increased. Approximately nine months later, the patient had a ventricular fibrillation (vf) episode that was successfully treated with a shock from the device. The field representative stated that the rv pacing impedances had been in the 350-400 ohm range; and has now gradually decreased to less than 200 ohms. The shock impedance for the delivered therapy was 28 ohms, therefore in normal range for shock impedances. The intracardiac electrogram was reviewed and some noise was noted on the rv channel between complexes. The field representative noted that the gain was increased when he printed the episode. The boston scientific field representative was contacted and confirmed that no lead or device-based testing were performed. The physician is aware of the decrease in rv impedance measurements, but no further action has been taken at this time.